Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Caretaker states that the bar under the seat broke. Caretaker states that the patient wasn't injured.